Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed. And found no irregularities. Omsc checked, the subject device and cv-190 plus of user facility. And found that b30 occurred, due to circuit board failure of cv-190 plus. The cause of circuit board failure could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that scope communication error e216 occurred. The subject device was used in combination with cv-190 plus. There was no report of patient injury associated with the event. The event date was unknown. The subject device was returned to omsc for evaluation. Omsc found that scope communication error b30 occurred.

Manufacturer narrative:
Omsc found that scope communication error b30 occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.